Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information provided by user facility regarding the procedure and event date. Please refer to the following sections for the update: b3, b5, e1, e2, and e3.

Event description:
The user facility reported that the procedure was extubation endotracheal tube (et), removal of trachea. The procedure was completed with same device. There was no delay in the procedure. There was no patient injury/harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device failed the leak test due to missing adhesive in the bending section instrument channel and connector. Also noted were deep scratches and chips at the opening channel and cover. The device failed electrical continuity reading on the bending section. The device was serviced and returned to user facility.

Event description:
It was reported that there was extensive damage on the insertion tube. It was also noted that there were deep chips and scratches of the opening channel and the cover was detached. No patient involvement was reported.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.